Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the reported image issue was determined to be due to a damaged charged-coupled device unit (ccd unit). The root cause of the damaged ccd unit could not be determined however, issue was likely the result of component failure due to repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there are times when the image does not display when angulation is applied. The event occurred during set up/inspection of the flex delectable videoscope in the room, before the patient was present, for an unspecified procedure. There was no patient involvement, and no harm was reported as a result of the event. The investigation found the issue to be due to a damaged electronic component and was replaced.